Event description:
It was reported that during an ams inflatable penile prosthesis a cylinder size was small and in the process of removing the cylinder to add more tip an instrument poked into the cylinder and the cylinder was punctured. The procedure was completed with another device. No patient complications occurred in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the cylinder was inserted, closed and sutured. The physician did not have the same size so another size was inserted to finish the procedure. This was the first surgery and no pain or discomfort has been reported thus far. Additional information received that during the operation the cylinder was inserted and sutured while the cylinder was holed by the needle. The failure was not intentionally done but it occurred during surgery. This is not a user error but a situation that occurred during surgery. No complaint reported. Additional information received that the cylinder 14cm with holes was replaced with a 16cm cylinder to finish the operation by adjusting the size.

Event description:
It was reported that during an ams inflatable penile prosthesis a cylinder size was small and in the process of removing the cylinder to add more tip an instrument poked into the cylinder and the cylinder was punctured. The procedure was completed with another device. No patient complications occurred in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the cylinder was inserted, closed and sutured. The physician did not have the same size so another size was inserted to finish the procedure. This was the first surgery and no pain or discomfort has been reported thus far. Additional information received that during the operation the cylinder was inserted and sutured while the cylinder was holed by the needle. The failure was not intentionally done but it occurred during surgery. This is not a user error but a situation that occurred during surgery. No complaint reported. Additional information received that the cylinder 14cm with holes was replaced with a 16cm cylinder to finish the operation by adjusting the size.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder that was the result of sharp instrument damage. The other cylinder performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.